Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left deflation. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported left deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, orange particles inside of the device. Leak test was performed and found opening. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. Device remains implanted.